Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors had blood/body fluid (not obstructed).

Event description:
It was reported that the left ventricular lead thresholds had increased and the lead had dislodged out of the left lateral branch but not out of the coronary sinus. A reposition was attempted but the lead could not be advanced, so it was explanted and replaced with a new lead with active fixation. No patient complications have been reported as a result of the event.